Manufacturer narrative:
The ge rep performed an on site investigation. The battery contacts were cleaned. The system was then found to be operating as intended.

Event description:
The customer reported the system was displaying an error code for communication as well as the charger was not charging; therefore, causing errors on start up. No report of pt injury.